Manufacturer narrative:
E1: patient city: (B)(6). Patient country: spain since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in spain on (B)(6) 2024, patient faced infection at the site of insertion. Patient reported infection with purulent discharge. Patient was treated via antibiotics. No further information available.